Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by cubie failure. A field service engineer turned off the station and extracted the moab. They manually removed all cubes and discovered debris lodged beneath the pockets. Cleared the debris to rectify the problem. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced an issue with half height cubie pockets from drawer 3.1 was not opening. The customer stated that drawer was inaccessible during dispensing of medication to patient and they managed to get the medicines from other station. There were no adverse events or injuries reported based on this event.